Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 6mm s/c u-100 relion needle hub separated. The following information was provided by the initial reporter: material no: 328521; batch no: 0027383. It was reported that the consumer found one syringe that when the needle shield is removed, the needle hub stayed within the shield.

Event description:
It was reported that syringe 0.3ml 31g 6mm s/c u-100 relion needle hub separated. The following information was provided by the initial reporter: material no: 328521 batch no: 0027383. It was reported that the consumer found one syringe that when the needle shield is removed, the needle hub stayed within the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned one syringe with a pouch labeled as being for 0.3ml 31 gauge 6mm syringes from lot 0027383. The syringes was returned fully assembled and remained intact when removing its needle shield. A needle shield pull force test was performed on this syringe and found that 2.36 lbs of force were necessary to remove the needle shield from the hub. The specification for these syringes states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the force require to remove the needle shield within specification, the report of the hub separating from the barrel could not be confirmed. No signs of use. No other defects found. A review of the device history record was completed for batch # 0027383 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.